Event description:
The customer contact reported a leak. The tubing set was being used to deliver oxacillin 24 gm/310 ml, at a rate of 7.3 ml/hr for a duration of 24 hours, via a gemstar pump. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from the proximal air vent of the filter and the body of the air eliminating filter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.